Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced an infusion set insertion issue in which the insertion from the pump did not work properly and the user had to redo it, consistent with an infusion set malfunction and resolved after supply change. Symptoms included hyperglycemia of unknown severity. Outcomes included no reported impact on activities of daily living, no medical or surgical intervention, and no hospitalization. Investigation included attempts to obtain additional information through follow-up calls and review of available case records. Investigation of this case revealed no alerts or alarms reported and that troubleshooting and education were completed with no further actionable findings. It was concluded that the event involved an infusion set issue that was resolved after the set was replaced, with no clinical sequelae reported.